Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue started five days prior to contact. The cca noted that the pt manages her diabetes with pills; however, she denied taking any action regarding her diabetes management as a result of the alleged issue. The pt claimed that approximately 5 days after the alleged issue started, that she developed a headache and blurred vision. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue began after the pt removed and/or replaced the subject meter's battery. The issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.